Event description:
During a follow-up 6 days after the closure procedure, a non-occlusive thrombus extension was detected in the cfv. The pt did not ambulate for first two days following the procedure. The pt was treated with heparin and hospitalized for one day.